Event description:
It was reported that the right ventricular (rv) lead had noise, oversensing, and low impedance in the tip to coil vector. The physician believes this could be from lead to lead interaction as fluoroscopy showed the old capped rv lead and current rv lead being too close to each other. Both rv leads were extracted and removed. A new rv lead was then implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 693565 lead implanted: (B)(6) 2013. (B)(4).